Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 52mm; 502-03-52d; x47mk0, 6.5 cancellous bone screw 20mm; 2030-6520-1; p90v6h, 6.5 cancellous bone screw 25mm; 2030-6525-1; v640k1, delta v-40 ceramic head 36/0; 6570-0-136; 62528203, size 5 accolade ii 132 deg; 6720-0535; 59996507. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that patient's left hip was revised due to infection (infection reported by surgeon. Unknown if clinically confirmed or identified). All components from the primary implant were removed.